Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 20.408 joules during a prostate procedure. The procedure was completed with a second fiber. No patient or end user injury was reported. The patient outcome was reported as "good."